Event description:
Consumer claims a heating pad plug in, but not in the on position, burned his bedding and that the 2 hr auto-off did not function. No injuries were reported with this incident.

Manufacturer narrative:
This pad was severely bunched/crushed. Bunching is abuse of the prod and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the prod.